Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 12/21/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient was revised to address pain, suspected metallosis, clicking/squeaking, and elevated chromium levels. Upon revision, the cup was found to be excessively anteverted, and there was murky fluid under pressure and large metal stained bursa. There was metallosis and cystic bony destruction behind the cup. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/14/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised due to pain. Surgeon could not get the liner to disengage from the cup, so he removed the cup. A large cyst was found behind the cup, as well as black stained tissue.